Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms and that his supplies are expired. Customer believes that the expired supplies may have something to do with his low blood glucose of 30 mg/dl. Troubleshooting indicated that customer was able to rewind the pump and complete the sequence without an alarms. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.